Event description:
It was reported that the right ventricular lead had high number of short interval counts (siv). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies. The full lead was returned in segments, analyzed and no anomalies were found. However, the defibrillator conductor was distorted and had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking. The outer tubing had an environmental stress cracking breach/breach (non-electrical). The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism. There was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.